Event description:
During use of the device for a procedure, the central control monitor of the heart lung console unexpectedly froze. The user checked all the cables from the power manager board to the network interface channel module and determined the connections were satisfactory. The central control monitor was reconnected and functioned as expected. The same phenomenon occurred again approximately 5 procedures later. The user reported there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval anticipated, but not yet begun.